Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A kink when shooting. "As per cc form": "a kink was noticed during inserting the catheter through the scope. It was noticed even before the stent came out of the scope into the patient. What endoscope type and channel size was used? Duodenoscope olympus. What was the position of the elevator? N/a, open, closed n/a (happened even before the stents came out of the scope). Details of the wire guide used (diameter, type, make)? Viziglide 0.035 450cm. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no n/a. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no n/a. Please advise the anatomical location of the intended target site. Ercp. How long was the stent in the patient by the time this complaint occurred? N/a (happened/noticed before the stent was even in the patient). For devices where the IFU states for longer term patency has not been established, was periodic evaluation. Completed? N/a, yes, no (if yes, how often was this completed?) Yes. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled. For another day? N/a, same procedure, another day n/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, no. Yes, no (if yes, please specify what was observed and where on the device it was observed.) Was the product inspected for kinks or damage before use? N/a, yes, no. Yes. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) N/a. Was the directional button pressed during use? N/a, yes, no. N/a. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? N/a, yes. No. N/a. Was the yellow marker kept in view during deployment? N/a, yes, no. N/a. Are images of the device or procedure available? N/a, yes, no. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2092667 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. On evaluation of the device, the following was observed: visual inspection: ¿ safety wire in place ¿ directional button in neutral position ¿ red shuttle before ponr ¿ outer sheath break observed approx. 20cm, 42cm and 131.5cm from the white tip. Inner catheter kinked where the outer sheath has separated functional inspection: ¿ handle actuating fine for deployment and recapture ¿ unable to remove safety wire ¿ unable to deploy stent manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to device handling. It is possible that the introducer kinked when loading the device onto the wire guide, when advancing through the duodenoscope. From the information provided the kink was observed before the device came out of the scope. From the lab evaluation the outer sheath was observed to be broken at the point of the kink, this possibly happened during returns transportation, as from the additional questions no other defects were noted prior to return. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23-jun-2025.